Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Cause of failure is not determinable. Unable to perform further investigation as the internal hw got replaced by the customer. Issue resolved after replacing the inspiration block.

Event description:
It was reported to vyaire medical that the bellvista1000 ventilator had some strange noise coming from the unit during patient use. The noise is assumed to be the inhalation blocking movement. No patient harm.

Manufacturer narrative:
H3: 81 other: the suspect device has not been return for investigation. Furthermore, no root cause has been determined yet. Additionally,on the (B)(6) 2022 inhalation block (030.200.030 / s/n: (B)(6)) was replaced after technical error 389 no o2 dosing possible. The unit noise is compared with other units, but other units were not as severe. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.